Event description:
A hospital in (B)(6) reported the holes in the aiming arm for the k-wires are too small. If there is blood or liquid on the k-wire it will not fit through the holes to measure depth. This technique is not often used as depth is usually controlled with a c-arm. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Subject device is an instrument and is not implanted/explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The investigation has shown that the 2.5mm wire does not fit into the hole in the aiming arm marked with 0. The aiming arm was forwarded to the manufacturing site and the relevant dimensions were checked. It has been confirmed that the hole does not comply with the specifications. The aiming arm was manufactured in september 2012. These instruments were subjected to improvement measures and since november 2012 the holes are checked with a test pin per 100% before they leave the manufacturing facility.